Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00080 was filed on april 11, 2023. Siemens filed the MDR 1219913-2023-00080 supplemental report 1 on may 09, 2023. An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) advia centaur xpt toxoplasma g (toxo g) result for one patient that was considered discordant with the nonreactive (negative) results from two alternate methods. June 15, 2023 additional information: siemens investigated. The field patient data from (B)(6) , 2022 to (B)(6) 2023 (n=30,737 ) was reviewed and lot 283 recovery is comparable with the other toxoplasma g (toxo g) lots. Siemens received the patient sample for further testing and investigation. The patient sample was tested with the advia centaur xp toxo g reagent lots 283 and 285 and immulite 2000 xpi txp lot 521. The patient sample (<1ml volume) was processed in 3 replicates neat and treated with heterophilic blocking tube (hbt). All sample (neat and hbt) results were reactive with both the advia centaur toxo g lots, while nonreactive on the immulite 2000 xpi txp lot. This indicates that it is not a toxo g lot specific issue. There was insufficient sample volume to perform nabt (non-specific antibody blocking tube) testing. The total number of negative results observed by the customer with toxo g lot 283 was not provided per request from siemens, so the specificity at the customer site cannot be calculated. The resolved specificity from 3 studies on the advia centaur xp toxo g as described in the instruction for use (IFU) 10629904_en rev. 30, 2022-08 ranged from 99.3 to 99.8 %. Based on the available information, the advia centaur xpt toxoplasma g lot 283 is performing as intended and no product performance issue has been identified and this seems to be a patient specific issue. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) advia centaur xpt toxoplasma g (toxo g) result for one patient that was considered discordant with the nonreactive (negative) results from two alternate methods. The calibration was acceptable, and the quality control (qc) results were within the range. Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt toxoplasma g (toxo g) result for one patient that was considered discordant with the nonreactive (negative) results from two alternate methods. The reactive result was not reported. There are no reports of patient intervention or adverse health consequences due to the discordant advia centaur xpt toxo g result.

Manufacturer narrative:
The initial MDR 1219913-2023-00080 was filed on (B)(6) 2023. An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) advia centaur xpt toxoplasma g (toxo g) result for one patient that was considered discordant with the nonreactive (negative) results from two alternate methods. April 14, 2023 additional information: the customer did not perform heterophile-blocking tubes (hbt) / nabt (non-specific antibody blocking tube) testing. The customer has 1 ml of the sample, stored at -20°c, available for further testing. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation.